Event description:
"Cable has poor contact" was reported. No pt involvement was reported.

Manufacturer narrative:
(B)(4). "Cable has poor contact" was reported. No pt involvement was reported. This complaint is still being investigation. A f/u report will be submitted upon completion of the investigation.